Event description:
The customer biomedical engineer reported a loss of all telemetry devices associated with their philips information center ix (pic ix) system. Additionally, the customer has also lost five minutes of electrocardiogram (ECG) curves every day for the last three days. The device was reported to be in clinical use; however, no adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer reported a loss of all telemetry devices associated with their philips information center ix (pic ix) system. Additionally, the customer has also lost five minutes of electrocardiogram (ECG) curves every day for the last three days. The device was reported to be in clinical use; however, no adverse event involving a patient or user was reported.